Manufacturer narrative:
The customer biomed spoke by telephone support to a philips remote service engineer (rse) and following functional tests of the device, confirmed the speaker issue as reported. The reported problem was confirmed and a replacement speaker assembly was sent to the customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported there was an audio failure alarm. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6).